Event description:
A malfunction alarm was reported with the display of malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, assisted with the process, and confirmed that the issue did not recur. The customer was advised to continue using the pump and to report any future malfunctions. No additional information was received regarding the outcome of the event.